Event description:
Procedure was performed in (B) (6): physician had decided in the intervention of a sfa to use an everflex stent. Physician released the stent and checked the placement and saw that the stent did not cover the complete stenose even though the length of the used stent is stated on the package as a 120 mm. After checking with the measurement, it showed the used protege everflex didn't seem to have a length of 120 mm but about 80 to 85 mm.

Manufacturer narrative:
Sixty five dicom images were provided from the physician's site. Most of them were vessel angiograms and only 4 images of the stent were found. All 4 images of the stent were coronal views with no sagittal views of the stent. Four images of the stent were analyzed to determine the length of the stent. Since only coronal views were available a numerical approximation of the change of plane was estimated and the centerline was calculated again. The projection length calculated from the coronal view was found to be 93+/-2mm. The estimated actual length using numerical approximation was found in the range of 100.2-120mm. From the projected length calculations, it can be concluded that the length of the stent was at least 100 mm as the manufacturing lengths are 80, 100, 120 and 150 mms.